Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a field service engineer found tower door had failed and was double-clicking. All tower latches were found with dried-up and applied conductive grease on the contacts but still failing. Deoxit was used to clean all contacts and cam levers, and the harnesses were reconnected. Everything was tested in hardware test application to ensure its function. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had door was failed. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.